Event description:
The customer reports that one week after fitting the new device on the patient, the balloon kept on deflating itself and they had to inflate it every 3 hours. The nurse then noticed that there was a small crack on the balloon. The customer indicated that recannulation of a replacement tube was required. Attempts have been made to collect further information related to this report.